Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed no damage. When powered on led segments on the led digits do not fully light up. The device was able to obtain readings. Internal inspection showed the transistor "q34" on the system circuit board had failed; resulting in some led segments not lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the display on the rad-5 is missing led segments from the numeric display. No patient impact or consequences were reported.